Manufacturer narrative:
The product lot number is unknown for this complaint. The following are potential lot numbers/manufacturing dates and expiration dates: (1) lot number 170619s manufacturing date: june 17th - 19th 2017 expiration date: 05/31/2022 (2) lot number 170621s manufacturing date: june 19th -21th 2017 expiration date: 05/31/2022. The actual device and a photograph were returned to the manufacturing facility for evaluation. Visual inspection of the actual device confirmed the safety-cover was activated and shielded tip of inner-needle upon receipt. Observation of the provided photo revealed that the inner-needle punctured the catheter near its hub. Meantime, the needle was in condition wherein it was being protruded completely through the catheter. Microscopic inspection of the catheter damage in which the inner-needle had protruded through the catheter revealed two major cuts, and appeared as if extra stress was applied from inside towards out. Additionally, there were no scratches or deformation of the catheter which could have attributed to reported defects, were observed. The manufacture inspection records were reviewed for the potential reported lots with no relevant findings. Additionally, no similar events have ever been reported by any other medical institutions. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that excess stress was applied by the inner-needle from inside to outward causing the reported event. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: " for certain activation of safety mechanism be careful not to withdraw the inner needle at than extreme angle or rotating or too quickly." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a needle puncture with the involved device. Follow up communication with the user facility reported the following information: when withdrawing the inner-needle while the device was being grasped and pulled by right arm, one suffered from an accidental needle stick on left finger while the inserted catheter was being pressed and secured on patient's arm; soon after, the whole device was entirely removed from the patient that was being treated; when closely observing the catheter, the inner-needle had been penetrated through the catheter tube; there was no impact to the patient; and the current condition of the health care professional that incurred the needle puncture is currently being monitored.